Event description:
Pt is diagnosed as c4 cetraplegic on full-time ventilator. Pt was noted to be in respiratory distress. Pt manually provided respirations while ventilator system checked by respiratory therapist. It was discovered that the diaphragm in the exhalation valve was torn preventing the pt from exhaling.